Event description:
It was reported that the doctor is unable to receive a full specimen cut during the breast biopsy under stereotactic. The choppy specimens have been an ongoing complaint. The doctor has requested to have the st holster re-evaluated for mechanical damage.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination they could not confirm or duplicate the customer complaint. The device was functionally tested, met all product requirements and returned to the customer.